Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The sample was not returned and the lot number was unknown, therefore no sample evaluation or batch review could be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient made a mistake and caused a touch contamination that led to the reported event. Pd therapy was reported to be ongoing. The patient was hospitalized for an unknown indication and six days later was diagnosed with peritonitis. The patient was treated with cefepime ip 250mg for 10 days for the peritonitis event. The patient was discharged from the hospital ten days after hospitalization and was reported to be recovered from the peritonitis event. Additional information was requested, but is not available at this time.